Event description:
The target lesion had mild tortuosity, moderate calcification, with 99% stenosis. Initially, pci was performed for lesion #1. A voyager catheter was used to pre-dilate the lesion and a cypher stent was implanted successfully. Then, for the target lesion #2 which was cto, it was difficult to cross the whisper guide wire, so a thrombuster device was used for the support. A second attempt was made to advance the whisper guide wire through the thrombuster device, but it was still hard to cross through the lesion. After moving the guide wire backward and forward in order to advance it, the guide wire was felt to have separated in the patient's anatomy. The guide wire was pullled out of the patient's body, and it was confirmed to be separated. In reviewing the cine of the procedure, the guide wire fragment was observed to be in the patient's body. When the system was removed (including the thrombuster), the guide wire fragment was found to be trapped in the guide wire lumen of the thrombuster device (about 15 cm length from the tip). No patient effects were reported. No additional information was available.